Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that there was an spinal cord stimulator issue. It was reported that the patient wasn't able to charge their implantable neurostimulator (ins) since 2017. They were implanted since (B)(6) 2010. They used their implantable neurostimulator (ins) and charger without any trouble until 2017. It seems that the ins wasn't able to charge. The ins battery was depleted. The patient didn't want to go back to the hospital for their follow up so that their ins hadn't been controlled since their implantation. They never warns for charging troubles. There was no troubleshooting or diagnostics before today. The charger hadn't been replaced and was in a bad condition. Actions or interventions included a test of their charger, ins interrogation, and normal charge were impossible. The issue was not resolved but a surgical intervention was planned on (B)(6) 2019. No further complications were reported/anticipated. Additional information received reported that the patient experienced a reoccurrence of pain symptoms. The patient¿s non compliance and charging trouble was not communicated by the patient. It was noted that the ins was replaced due to the charging issues and it was noted that the device was close to end of service (eos).